Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver not booting up or communicating. Receiver log download and functional testing were unable to be performed due to the receiver not booting up or communicating. The receiver case was opened, the internal inspection failed due to moisture damage on the main circuit board. Confirmation of the allegation and a root cause could not be determined.